Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a second revision due to pain. The patient had previously undergone a revision due to dislocation, and the subsequent revision occurred approximately 7 years and 9 months after the prior revision. Attempts have been made and no further information has been provided.